Manufacturer narrative:
Updated: h6, h10. Corrected: h4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed transducer rubber crack/tear could not be determined, however, it is likely that excessive force was applied during brush cleaning of the device, resulting in the damage. The event can be detected/prevented by following the instructions for use which state: ¿chapter 7 cleaning, disinfection and sterilization procedures¿ ¿external surface cleaning¿ ¿warning¿ ¿after wiping the outer surface and tip of the endoscope with a soft brush or gauze, always visually check that the forceps elevator wire is intact. If the forceps elevator wire is cut, it may injure the patient or operator¿. ¿notice¿ ¿do not wipe the ultrasonic probe strongly. Doing so may damage the ultrasound probe and prevent normal ultrasound images from being drawn¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Acoustic lens was peeled and had scratches. There were few additional findings. Due to a scratch on bending section cover and damage on acoustic lens, water tightness is lost. Due to wear of angle wire, bending angle in upward direction and the play of up/down knob does not meet the standard value. Adhesive on bending section cover was detached, chipped and cracked. Universal cord had buckling and was wrinkled. Due to damage on ultrasonic probe, the displayed ultrasound image was defective with missing elements. Switch button 3 and connecting tube had a scratch. Paint on air/water-cylinder was peeled. Objective lens had a scratch and crack. Adhesive of the objective lens was peeled. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported scratches on the acoustic lens of the gastrovideoscope. The issue was found during inspection for use for a diagnostic procedure. The device was returned and an evaluation at the repair center revealed peeling of ultrasonic probe surface. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.